Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an lead revision surgery to address ineffective stimulation (related manufacturer reference number 1627487-2021-16003) on (B)(6) 2021, the physician was unable to explant the entire paddle lead due to scar tissue. In turn, the physician cut and explanted the lead tails whilst leaving the paddle implanted at t11/t12. The paddle portion remains implanted and inactive. Post-operatively, stimulation therapy was restored with the new lead.